Event description:
It was reported that a malfunction with code "malf 12" occurred, but no notable events took place prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if any malfunction code reoccurs.